Manufacturer narrative:
Incidental finding: during the investigation of the heartmate ii lvas, tissue growth was observed on the proximal edge of the inlet tube, partially obstructing the inflow cannula. Manufacturer's investigation conclusion: a specific cause for the observed tissue growth on the proximal end of the inlet tube could not conclusively be determined through this evaluation. The account reported that the patient was transplanted on (B)(6) 2019. Additional information was requested, but not provided. The heartmate ii lvas was returned assembled with the driveline severed approximately 11¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned secured to the inlet tube with green sutures. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. The bend relief collar was properly secured around the graft attachment and bend relief hardware. Visual inspection of the inlet tube revealed tissue growth on the proximal edge. The tissue was well-adhered and although it did appear to partially obstruct the inflow cannula, there was no indication that the tissue had an impact on the flow of blood. A specific cause for the observed tissue growth on the inlet tube could not conclusively be determined through this evaluation; however, no device-related issues were reported. Evaluation of the sealed outflow conduit and the remainder of the sealed inflow conduit revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a transplant. The pump was returned for analysis.